Event description:
A customer observed negative ahbc igm qc results for a positive control fluid test on the eci analyzer. False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the false negative qc result occurred on only one of four eci analyzers. Repeat testing yielded acceptable results. No condition codes had been observed on the analyzer, and calibration results were acceptable. The root cause of the event could not be determined.